Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is 1 of 9 devices for this event reported on complaint (B)(4).

Event description:
Patient fell on left elbow on (B)(6) 2012. Patient was taken to or and implanted with plate and screws on (B)(6) 2012. Post op x-rays looked great but after a few weeks, the implant failed. After speaking with the surgeon, he didn't know if it was because of the osteoporotic bone, or if the 2.70 screws were simply too big. He did not fill all screw holes. At this time the plate has not been removed. This is 1 of 2 reports for this event.